Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and recorded battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) advised that the device will continue beeping until reset during a programmer check. Device replacement was recommended. To date, this s-ICD remains in service. No adverse patient effects were reported.